Event description:
The customer reported the image intensifier grid was perforated by a drill bit during a procedure. No pt injury was reported.

Manufacturer narrative:
No ge service was performed. The customer repaired the system.